Event description:
A home patient contacted baxter's technical services center regarding a system error 2240 messages that appeared on the display of the home patient's homechoice machine during dwell 2/3 of their automated peritoneal dialysis theraphy. Per initial report,a supply bag had become disconnected from the supply line for an unknown reason. Baxter's technical services center assisted the home patient in ending the theraphy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.